Manufacturer narrative:
Device for treatment, not diagnosis. This report is for an unknown plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
This report is being filed after the subsequent review of the following journal article, ¿transmucosal fixation of the fractured edentulous mandible.¿ wood g.a., campbell, d.f., greene l. E., int. J. Oral maxillofac. Surg. 2011; 40: 549-552. In this article the author looked at transmucosal fixation as a new strategy for the treatment of edentulous mandibular fractures using external fixation principles within the oral cavity. External fixation, locking plates and transmucosal implants represent the foundation of this technique. All eight patients received a synthes unknown 2.0 locking plate. Out of 8 patients, one had a dense unilateral sensory deficit in the distribution of the mental nerve following bilateral fracture fixation, but this had resolved by the time fixation was removed. Another patient had evidence of plate bending with plate fracture at 7 weeks; this did not cause any significant discomfort and did not affect the outcome. The eight patients treated with this technique have achieved bony union and they have no long-term sensory deficit. There is not sufficient information to file multiple reports. A copy of the journal article is being submitted with this medwatch. This is report 1 of 1 for (B)(4). This report is for unknown plates. This complaint involves 1 device.